Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to suspected fluid loss. System removed and replaced. Onset of symptoms unknown. No adverse patient effects additional information was requested, however no further information was available.